Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Lot number was not provided; therefore, review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The first catheter report number 2015691 2021 04508.

Event description:
It was reported that inaccurate cardiac output (co) values were displayed during use for a right coronary angiography (cag). The co value displayed on the monitor was 18 l, but the expected value to be indicated was unknown. No treatment was performed based on the given value. No damped pressure waveform was observed. A second catheter was used, and the same result of inaccurate values was observed. The customer considered that the values displayed did not reflect the patient's condition. The customer commented that the reported issue of inaccurate co value was continuously observed with the second catheter. Therefore, they considered that the catheter would not be the cause of the issue. No new access site was required when the catheter was exchanged. No additional information regarding error messages was obtained at the time of reporting. Patient demographic information has been requested but was unable to be obtained. No patient complications were reported.